Event description:
It was reported that a patient underwent a reverse shoulder arthroplasty on (B)(6) 2011. Subsequently, the humeral tray was disassociated from the stem due to the taper fracturing off of the humeral tray. A revision has yet to occur. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, ¿fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight.¿

Manufacturer narrative:
This follow-up report is being filed to relay this complaint is a duplicate complaint, which was unknown at the time of the initial medwatch. Please reference medwatch 1825034-2013-04066.